Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not beep when receiving the no reservoir alarm. Customer's blood glucose level dropped to around 40 mg/dl and 50 mg/dl. Customer's blood glucose level also went up to around 400 mg/dl. The customer treated his high blood glucose level with a syringe of 50 units. He treated his low blood glucose level with candy and fruit. The insulin pump did beep during the self-test. The device was not returned.